Manufacturer narrative:
Black marks were reported to appear when the syringe stopper is pulled back. To aid in the investigation, two samples in opened packaging blisters and one photograph was received for evaluation by our quality team. A visual inspection was performed. The syringes inside have a white solution, and the syringe itself has dark colored ink rings from the syringe barrel scale printing process. The photograph provided shows the samples received. No additional defects or irregularities were observed. This condition can occur when a jam during the printing process causes misalignment of the doctor blade. A review of the device history record was conducted for material number 302830, lot 5101213. The review found no quality issues during production that could have contributed to the reported condition, and no related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. Verification of the syringe barrel scale printing process confirmed that settings, adjustments, and alignment were within acceptable parameters, and product flow was consistent. Based on the investigation and analysis of the returned sample, the reported symptom has been confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 20ml ll s/c 48 had foreign matter. The following information was provided by the initial reporter: material # 302830 batch # 5101213. It was reported by customer that "inside plastic syringe black marks appearing when stopper is pulled back." Rcc received a complaint via email. Another lot has been reported as having this same issue. Lot 5101213.